Event description:
Device #1 malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: emboli/neurological changes. The following events were noted through a periodic article review. A single institution, retrospective quality review was conducted with 47 consecutive patients from 2004 through 2006 (period 1), and 2006 through 2008 (period 2). The purpose of the review was to compare the incident of microemboli in two distinct time periods when procedural modifications were implemented into a carotid artery stenting (cas) program. The rx accunet embolic protection device was used in all period 1 cases and 35% of period 2 cases. The emboshield was used in 60% of period 2 cases. Twenty patient from period 1 and seven patients from period 2 demonstrated acute microemboli on postprocedural MRI. Two patients during period 1 experienced temporary neurologic changes (in the context of relative hypotension) and were treated with neosynephrine. Symptoms resolved within 36 hours. None of the patients during period 2 exhibited any neurologic changes. All 47 cas procedures were successful without permanent neurologic sequelae.

Manufacturer narrative:
This report involves a retrospective review noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: jason t. Lee, md, et al; "reduction of postprocedure microemboli following retrospective quality assessment and practice improvement measures for carotid angioplasty and stenting", published vasc surg 2009;49:607-13. Device #2 - emboshield part/lot # unk, is being filed under a separate medwatch report.